Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomyaccording to the reporter: the plastic bag on the metal ring detatched from the ring. This fell into the patient. However, it was noticed and retrieved and all of the plastic was matched up on the back table to ensure that all of it matched up and that they were not missing any pieces.